Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residues on both sides of the air/water channel. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.